Manufacturer narrative:
The manufacturer previously reported an allegation related to the device's sound abate foam. This action was reported to FDA per 21 cf1 part 806. The device will be corrected per res 88058.

Event description:
A bilevel positive airway pressure (bipap) device was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue related to the device's sound abatement foam was observed. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.